Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. Per the gore® excluder® aaa endoprosthesis instructions for use, the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a chronic type b thoracic aortic dissection using a gore® tag® conformable thoracic stent graft and a gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic dissection and a right common iliac artery aneurysm using two gore® excluder® aaa endoprostheses, two gore® excluder® iliac branch endoprostheses, and proximal stent grafting with distal bare metal stenting using the petticoat technique. Two petticoat stents were implanted overlapping the distal end of the implanted gore® tag® stent graft to the abdominal aorta. The gore® excluder® trunk-ipsilateral leg component was implanted overlapping the distal end of the petticoat stent. The patient tolerated the procedure. On an unknown date, follow-up examination reportedly revealed enlargement of the false lumen between the distal gore® tag® device and the proximal gore® excluder® trunk-ipsilateral leg component. The exact location of the false lumen entry was unknown. On (B)(6) 2021, a reintervention procedure was performed, including a bypass from the left external iliac artery to the celiac, superior mesenteric, and bilateral renal arteries. The celiac artery was embolized by plug-in coil, and an additional stent graft was implanted overlapping the distal end of the gore® tag® device and the proximal end of the gore® excluder® trunk-ipsilateral leg. The patient tolerated the procedure.

Manufacturer narrative:
H6: conclusion code changed from 4315 to 50.

Manufacturer narrative:
G1: changed manufacturing site and address back to what was originally reported.